Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she was having issues with blood at site of the sensor. Troubleshooting was performed for blood at site and customer wasn't actively bleeding during the call. Customer was advised to ensure she stands when she inserts the sensor. Customer also mentioned her blood glucose was 400 mg/dl, and blood glucose of 447 mg/dl was also captured. No troubleshooting was performed on the insulin pump or high blood glucose levels. The device is not being returned for analysis.

Manufacturer narrative:
The date of event, date of this report, and the date recevied by MFR were incorrect in the intial report. The correct information has been provided in this report.